Event description:
It was reported, after the valve was implanted and during discharge echo, pericardial effusion was noticed. A drain was placed due to a right atrial hematoma. The event was resolved and the patient was discharged. Additional information has been requested.